Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient on impella cp support developed a hematoma at the insertion site. The patients¿ activated clotting time was over 300. Integrilin was stopped, pressure was held for 10 minutes with sandbag placed after, and the hematoma was resolved. Additionally, the patient developed an gastrointestinal bleed and blood products were administered. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
H.6 code 1884 was inadvertently omitted from the initial manufacturer device report number 1220648-2025-27103.